Manufacturer narrative:
Investigation results: the affected device was not available for investigation. Therefore an investigation of the device was not possible. The device quality and manufacturing history records (DHR) were checked for all available lot numbers and were within specifications valid at the time of production. One similar incident has been filed with lot 52082622 regarding implant loosening until today. No similar incidents have been filed with products from the other batches. The determination of a definite root cause is due to the non-availability of important information and the device itself not possible. The conclusion from the root cause analysis is that a systematic device deviation is unlikely since the received complaints are limited to certain health care institutions and their applicants. The participation of the applicants in this deviation scenario cannot be excluded by today. Based on the root cause analysis result no corrective actions have been carried out. As a preventive action we were in contact with the affected health care institutions and applicants in order to reduce the probability of recurrence. The complaints were submitted to aesculap ag as a summary report. In order to examine further actions, all cases from the summary report are processed as vigilance suspicion cases and are continuously monitored. The adverse event / malfunction is filed under reference (B)(4). Associated medwatches: 2916714-2020-00236, 2916714-2020-00238, 2916714-2020-00239, 2916714-2020-00240, 2916714-2020-00258.

Event description:
No updates.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with as vega components. As a result of having the product implanted, the patient has experienced, pain, loosening of the implant, and difficulty walking. The primary surgery occurred on (B)(6) 2015 and there was no reported revision surgery. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. Involved components: nx052z, nx007z (ps femur cemented f3n lt), nx042 (universal patella p2), nx062z (tibial stem cemented 12x52mm), nx212 (ps+ pe insert t1/t1+, 14mm). Bone cement: zimmer palacos r+g radiopaque bone cement, (00-1113-140-01). The adverse event / malfunction is filed under reference xc 100025771. Associated medwatches: 2916714-2020-00236, 2916714-2020-00238, 2916714-2020-00239, 2916714-2020-00258.